Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed but there were reported deviations from the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- it is unclear but possible there was delay to the start of pre-cleaning. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was not submerged in cleaning solution. The air/water nozzle was not wiped or brushed with a gauze, brush, or sponge. It was further noted that guidance was provided to review the primary cleaning. The event can be prevented by following the instructions for use (IFU) which state: "5.3 precleaning the endoscope and accessories if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. 5.9 presoaking the endoscope if manual cleaning could not be performed within 1 hour after the patient procedure or if you are not sure whether manual cleaning could be performed within 1 hour, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to holes in the curved rubber, there was a foreign object in the nozzle, the bending angle was insufficient due to elongation of the angle wire, the angle knob had play, the flexible tube of the insertion section was crushed, scratches were found on the insertion tube, scratches were found on the operation part, scratches were found on the switch box, the suction cylinder was scraped, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the universal cord was scratched, the scope connector was scratched, the light guide cover glass was scratched, the scope connector cover was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had dirt inside the nozzle. Inspection and testing of the returned device found a foreign object stuck in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.